Manufacturer narrative:
(B)(4). The patient's ethnicity was further described as (B)(6). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The patient was hospitalized on the same day as onset of the peritonitis. Treatment for the event was not reported. At the time of this report, the patient was still hospitalized and outcome of the peritonitis was unknown. Pd therapy was reported be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was treated with biofazolin (2g, per day, for eleven days, route not reported) and amikacin (1g, per day, intraperitoneally, for eleven days) for peritonitis. Eleven days after hospitalization, the patient was discharged. At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.